Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's display would intermittently turn white and the image would shake. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but did not observe any evidence of a device lockup condition. Physio did observe horizontal white stripes running across the display; however, the information on the display was still visible from behind the lines and the device continued to function. Physio also observed one instance where the device was difficult to power on; the on button had to be pressed several times before it would respond. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies to resolve the display issue, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb and observed that an integrated circuit (ic) chip, designator u8, was thermally sensitive which caused the display to go black when slightly heated; however, the devices critical functions were still operational and no lockup was observed. The sc pcb assembly was an ancillary part and there was no failure of the assembly. The cause of the reported device lockup, as well as the observed intermittent failure to power on, could not be determined.